Manufacturer narrative:
The investigation was based on the log file of the affected device. The analysis of the log file could confirm that the device performed two subsequent restarts of the cockpit. The cockpit restarts were caused by an exhausted system memory as the device was not shut down for a year. The instruction for use states that the device must be switched off at least for preparation and reprocessing. The hard disk should be replaced. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. If the cockpit restart is not resolved within a specified time, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The ventilation will be continued as set and the safety relevant parameters are shown in the oled-display. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted during use. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.